Manufacturer narrative:
Reported event: it was reported that carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 49 devices were manufactured under lot 201743051001 and were accepted into final stock on (B)(6) 2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210080, lot 201743051001 shows 02 additional complaint related to the failure in this investigation. The complaint is pr (B)(4). Conclusions: ¿per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Case type: tka.

Manufacturer narrative:
Upon further review of this event and updates to our risk documentation, this complaint is now deemed not reportable. A review of the for total knee arthroplasty mako system a0017400 rev. Ak for potential injury due to sharp/abrasive surface or corner indicates that the highest potential severity of harm is s2 with a potential occurrence level o3. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.

Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Case type: tka.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Carbon fiber was splitting on tka leg positioner boot portion. Staff concerned about structural integrity as well as potential for not appropriate sterilization. Case type: tka.